Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for a follow up in clinic. It was noted that the right ventricular (rv) lead exhibited noise and failure to capture. The lead was successfully reprogrammed. The patient was stable.